Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost 4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost 4.x indicating that the skyplate detector dropped and heavy shock registered to the detector. The device was outside of clinical use and there was no harm to patient or user. The remote service engineer (rse) performed analysis and concluded that the detector was dropped by the customer. The customer downloaded the shock log and confirmed that a heavy shock event was recorded. Test images were acquired following the incident, and no image artifacts were observed. The customer contacted philips to inquire about any additional actions required after a heavy shock event. The remote service engineer (rse) advised the customer to perform detector calibrations. Both gain calibration and pixel calibration were completed successfully. The customer confirmed responsibility for handling and servicing the device. The customer was informed to contact philips if further support is required, at which point a new service order would be created. No additional information is expected, and this concludes philips¿ remote support for this event. The system was functioning properly and was returned to clinical use. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).

Event description:
It was reported that the skyplate detector dropped and heavy shock registered to the detector. The device was not in clinical use and there was no patient or user harm.